Manufacturer narrative:
Evaluation summary: product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported a blurry spot in his distance vision making his eye tired when reading. The device was remains implanted.